Manufacturer narrative:
Consumer has not returned the product.

Event description:
Consumer alleges humidifier caught fire and caused damages in her son's bedroom. There was not a report of injury with this incident.